Manufacturer narrative:
Correction made to the device codes: (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the co2 module for the device was not working. The device was not in use on a patient.